Manufacturer narrative:
MFR rec¿d date.rec¿d report date.the philips field service engineer (fse) confirmed the reported problem. The field service engineer advised the customer that warranty does not cover physical damage. The fse provided the customer parts ID for cpu tray cover and thumbscrews. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported physical damage on parts. There was no patient involvement.